Manufacturer narrative:
Additional information has been provided by the customer. Patient two was a male born on (B)(6) 1935. The customer stated the date of the second event was (B)(6) 2013. The second patient was not adversely affected by this event. The second patient's initial result was 0.00 mg/dl. The initial result was converted to <0.6 mg/dl by the customer's laboratory information system and reported outside the laboratory. The repeat result was 2.23 mg/dl.

Event description:
The customer alleged they received questionable tina-quant c-reactive protein gen.3 (crp) results for two patients on their p-module. The customer stated they had to change the sample probe three times in the past week and they still had zero results for glucose, urea/bun, and che every day. The customer did not provide any data regarding these zero results. The date of this event was not provided. The first patient's initial crp result was <0.6 mg/dl and it was reported outside the laboratory. The repeat result was 14 mg/dl. About a week later, the second patient's initial crp result was <0.6 mg/dl and it was reported outside the laboratory. The doctor did not believe the results and the repeat result confirmed the doctor's suspicion. The repeat result was 2.2 mg/dl. It was unknown if the patients were adversely affected by this event. The crp reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was determined the analyzer did not malfunction. The investigation determined the problem was caused by gel contamination from the sample tubes on front loaded samples. The customer switched their sample tubes and changed their pre-analytic workflow. There have been no discrepant results reported since.

Manufacturer narrative:
This event occurred in (B)(6).